Event description:
It was reported that during use with bd microlance 3 needles 18g 1 1/2in coring occurred. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: ¿working in the laminar flow chambers of the pharmacy service, when reconstituting the vial of inflectra 100 mg vial lot gp5489 with the indicated needle, a gray particle from the vial stopper was observed". Consequences for the patient: no consequences.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 303262 and lot number 221108. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were tested with a laboratory vial (plastic stopper) and no difficulties were observed. The needles were then microscopically examined and no particles from vial stopper fragmentation were found in any of the retained samples. All of the retained samples were also found to have well-formed bevels. Although the provided feedback indicates an issue of coring effect, the investigation results did not identify any potential manufacturing related cause for such an event.

Event description:
It was reported that during use with bd microlance 3 needles 18g 1 1/2in coring occurred. There was no patient impact. The following information was provided by the initial reporter, translated from spanish to english: ¿working in the laminar flow chambers of the pharmacy service, when reconstituting the vial of inflectra 100 mg vial lot gp5489 with the indicated needle, a gray particle from the vial stopper was observed". Consequences for the patient: no consequences.